Manufacturer narrative:
The customer provided a video of the affected sample; analysis of the video indicates leakage occured from the accuslide component during infusion. The root cause of the customer¿s report could not be determined as the sample was not available for investigation.

Event description:
The reported feedback suggests that there was a leakage. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.